Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 42-year-old female patient who had essure (batch no. 787226) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal yeast, vaginitis bacterial, bladder disorder, nabothian cyst, spotting vaginal, headache, back pain, dysmenorrhea, cyst ovary, uterine fibroid, rash and abdominal fullness. Previously administered products included for an unreported indication: paragard and mirena. Concurrent conditions included bloating (blotting with cramp, blotting in wrist). Concomitant products included intrauterine contraceptive device (iud nos). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abdominal adhesions ("large amount of dense adhesions between anterior abdominal wall and anterior uterine serosa") and peritoneal adhesions ("large amounts of adhesion between posterior uterine serosa and omentum and epiploic adipose tissue"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), fatigue ("fatigue") and constipation ("constipation"), 2 years 2 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain, "), abdominal pain ("abdominal pain"), autoimmune thyroiditis ("hashimoto") and hypothyroidism ("hypothyroidism"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure, laparoscopic salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, urinary tract infection, fatigue and constipation had resolved and the genital haemorrhage, abdominal pain lower, vulvovaginal pain, abdominal pain, abdominal adhesions, peritoneal adhesions, autoimmune thyroiditis and hypothyroidism outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, autoimmune thyroiditis, constipation, fatigue, genital haemorrhage, hypothyroidism, pelvic pain, peritoneal adhesions, urinary tract infection and vulvovaginal pain to be related to essure. The reporter commented: discrepancy in explant date: as per plaintiff removal date is (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: impression: 1. Complete occlusion of the fallopian tubes bilaterally resulting from essure micro-insert placement. 2. No evidence of endometrial filling defect identified.. Ultrasound scan vagina - on (B)(6) 2014: healthcare told that right fibroid. Right ovary size not identified. Concerning the injuries reported in this case, the following one was described in patient¿s social media- autoimmune thyroiditis and hypothyroidism. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Events added: hashimoto and hypothyroidism. Reporter added. On 23-mar-2020: no new clinical information received. On 6-jul-2020: extension of expected date of next report. On 5-jul-2020: pif received: discrepancy added. Reporter information updated.: no new significant information received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 42-year-old female patient who had essure (batch no. 787226) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal yeast, vaginitis bacterial, bladder disorder, nabothian cyst, spotting vaginal, headache, back pain, dysmenorrhea, cyst ovary, uterine fibroid, rash and abdominal fullness. Previously administered products included for an unreported indication: paragard and mirena. Concurrent conditions included bloating (blotting with cramp, blotting in wrist). Concomitant products included intrauterine contraceptive device (iud nos). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abdominal adhesions ("large amount of dense adhesions between anterior abdominal wall and anterior uterine serosa") and peritoneal adhesions ("large amounts of adhesion between posterior uterine serosa and omentum and epiploic adipose tissue"). On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), fatigue ("fatigue") and constipation ("constipation"), 2 years 2 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain, "), abdominal pain ("abdominal pain"), autoimmune thyroiditis ("hashimoto") and hypothyroidism ("hypothyroidism"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure, laparoscopic salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, urinary tract infection, fatigue and constipation had resolved and the genital haemorrhage, abdominal pain lower, vulvovaginal pain, abdominal pain, abdominal adhesions, peritoneal adhesions, autoimmune thyroiditis and hypothyroidism outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, autoimmune thyroiditis, constipation, fatigue, genital haemorrhage, hypothyroidism, pelvic pain, peritoneal adhesions, urinary tract infection and vulvovaginal pain to be related to essure. The reporter commented: discrepancy in explant date: as per plaintiff removal date is (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: impression: complete occlusion of the fallopian tubes bilaterally resulting from essure micro-insert placement. No evidence of endometrial filling defect identified.. Ultrasound scan vagina - on (B)(6) 2014: healthcare told that right fibroid. Right ovary size not identified.. Concerning the injuries reported in this case, the following one was described in patient¿s social media- autoimmune thyroiditis and hypothyroidism. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a 42-year-old female patient who had essure (batch no. 787226) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal yeast, vaginitis bacterial, bladder disorder, nabothian cyst, spotting vaginal, headache, back pain, dysmenorrhea, cyst ovary, uterine fibroid, rash and abdominal fullness. Previously administered products included for an unreported indication: paragard and mirena. Concurrent conditions included bloating (blotting with cramp, blotting in wrist). Concomitant products included intrauterine contraceptive device (iud nos). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abdominal adhesions ("large amount of dense adhesions between anterior abdominal wall and anterior uterine serosa") and peritoneal adhesions ("large amounts of adhesion between posterior uterine serosa and omentum and epiploic adipose tissue"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), fatigue ("fatigue") and constipation ("constipation"), 2 years 2 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain, ") and abdominal pain ("abdominal pain"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure, laparoscopic salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, urinary tract infection, fatigue and constipation had resolved and the genital haemorrhage, abdominal pain lower, vulvovaginal pain, abdominal pain, abdominal adhesions and peritoneal adhesions outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, constipation, fatigue, genital haemorrhage, pelvic pain, peritoneal adhesions, urinary tract infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram (B)(6) 2014: impression: complete occlusion of the fallopian tubes bilaterally resulting from essure micro-insert placement. No evidence of endometrial filling defect identified. Ultrasound scan vagina on (B)(6) 2014: healthcare told that right fibroid. Right ovary size not identified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a 42-year-old female patient who had essure (batch no. 787226) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal yeast, vaginitis bacterial, bladder disorder, nabothian cyst, spotting vaginal, headache, back pain, dysmenorrhea, cyst ovary, uterine fibroid, rash and abdominal fullness. Previously administered products included for an unreported indication: paragard and mirena. Concurrent conditions included bloating (blotting with cramp, blotting in wrist). Concomitant products included intrauterine contraceptive device (iud nos). On (B)(6) 2017, the patient had essure inserted. In 2011, the patient experienced abdominal adhesions ("large amount of dense adhesions between anterior abdominal wall and anterior uterine serosa") and peritoneal adhesions ("large amounts of adhesion between posterior uterine serosa and omentum and epiploic adipose tissue"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), fatigue ("fatigue") and constipation ("constipation"), 2 years 2 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain, ") and abdominal pain ("abdominal pain"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure, laparoscopic salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, urinary tract infection, fatigue and constipation had resolved and the genital haemorrhage, abdominal pain lower, vulvovaginal pain, abdominal pain, abdominal adhesions and peritoneal adhesions outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, constipation, fatigue, genital haemorrhage, pelvic pain, peritoneal adhesions, urinary tract infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: impression: 1. Complete occlusion of the fallopian tubes bilaterally resulting from essure micro-insert placement. 2. No evidence of endometrial filling defect identified.. Ultrasound scan vagina - on (B)(6) 2014: healthcare told that right fibroid. Right ovary size not identified. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Lot no. Was added. Event : uti, fatigue, constipation, abdomen adhesion, omentum adhesion was added. Events outcome pelvic pain, uti, fatigue, constipation updated to recovered/resolved. Reporter and reporter information, lab data, severity, medical history,concomitant drug was added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 42-year-old female patient who had essure (batch no. 787226) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal yeast, vaginitis bacterial, bladder disorder, nabothian cyst, spotting vaginal, headache, back pain, dysmenorrhea, cyst ovary, uterine fibroid, rash and abdominal fullness. Previously administered products included for an unreported indication: paragard and mirena. Concurrent conditions included bloating (blotting with cramp, blotting in wrist). Concomitant products included intrauterine contraceptive device (iud nos). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abdominal adhesions ("large amount of dense adhesions between anterior abdominal wall and anterior uterine serosa") and peritoneal adhesions ("large amounts of adhesion between posterior uterine serosa and omentum and epiploic adipose tissue"). On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), fatigue ("fatigue") and constipation ("constipation"), 2 years 2 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain, "), abdominal pain ("abdominal pain"), autoimmune thyroiditis ("hashimoto") and hypothyroidism ("hypothyroidism"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure, laparoscopic salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, urinary tract infection, fatigue and constipation had resolved and the genital haemorrhage, abdominal pain lower, vulvovaginal pain, abdominal pain, abdominal adhesions, peritoneal adhesions, autoimmune thyroiditis and hypothyroidism outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, autoimmune thyroiditis, constipation, fatigue, genital haemorrhage, hypothyroidism, pelvic pain, peritoneal adhesions, urinary tract infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: impression: 1. Complete occlusion of the fallopian tubes bilaterally resulting from essure micro-insert placement. 2. No evidence of endometrial filling defect identified.. Ultrasound scan vagina on (B)(6) 2014: healthcare told that right fibroid. Right ovary size not identified. Concerning the injuries reported in this case, the following one was described in patient¿s social media- autoimmune thyroiditis and hypothyroidism. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Events added: hashimoto and hypothyroidism. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain, ") and abdominal pain ("abdominal pain"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vulvovaginal pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.